Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose values of 439 mg/dl. The customer treated high blood glucose value with pump. The customer declined to troubleshoot high blood glucose value. No further information is provided. The insulin pump will not be returned for analysis.